Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported a broken retainer, gum recession, tooth fracture, and fit issues. No further information is available.